Manufacturer narrative:
Catalog number in d4 is the international list number which is similar to us list number of 062910. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2025 a patient in spain underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. On (B)(6) 2026, the patient went to the emergency room due to problems with the stoma. The patient was diagnosed with a stoma infection and was prescribed unspecified antibiotics.

Event description:
Additional information was received on 11 mar 2026: it was reported that during the hospitalization for the stoma site infection, a healed pressure ulcer was observed in the patient's gastric cavity while undergoing a tubing replacement. It was unknown if the gastric pressure ulcer was caused by the peg or the j tube; therefore, abbvie conservatively will capture the event against the peg tube.

Manufacturer narrative:
Additional information added to b5 and h11: health effect clinical code. Gastric pressure ulcer is a known complications of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.